Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing/noise was noted during a high rate non-sustained episode. It was indicated the patient was having a procedure done at the time of the episode. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.